Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor felt the injector a bit stiff and he pulled back the cartridge from patient's left eye. Before attempting for re-insertion, doctor noticed a chip in the lens. Additional information received confirmed that only the cartridge tip was inserted into the eye. There was no patient injury and no medical intervention was required. The procedure was completed successfully using another lens of same model and diopter (sn (B)(4)). The patient is doing fine post-operation. No further information is available.